Event description:
A malfunction alarm described as malf 9 was reported but did not cause the customer's blood glucose to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer resumed using the pump and successfully continued their sensor session, with plans to change the cartridge and resume insulin after concluding the call with technical support.